Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the reported pain cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Topical pain patches were prescribed. The evoke scs system was confirmed to be functioning as intended.

Manufacturer narrative:
Additional information: section b - date of event; event description. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke scs system remains implanted. The root cause of the reported pain cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result." The evoke scs system was confirmed to be functioning as intended.

Event description:
The patient's reported pain at the evoke closed loop stimulator (cls) implant site persisted despite the administration of topical pain patches. A revision procedure was performed to reshape the implant site and suture loops were used to secure the cls to resolve the reported event.